Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. No moisture damage was noted on the electronics. The insulin pump was received with minor scratches on the display window, cracked display window corners, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had an issue with the keypad on the insulin pump. Customer stated that the keypad was unresponsive even after a battery change. Customer's blood glucose level was 141 mg/dl. Insulin pump will need to be replaced. No additional information provided.